Event description:
On (B)(4) 2010, company representative reported patient was experiencing difficulty with the up button on the infusion device. Up button works intermittently. This issue began on (B)(6) 2010. Up button pops up after being pressed. Infusion device was not dropped. Follow-up was completed with patient. Patient reported the menu, up, and down buttons were not working properly. Patient reported the failure of the additional buttons was noticed on (B)(6) 2010. Patient has used this infusion device for 3 years and boluses at least 8 times per day. Infusion device was not exposed to water or insulin ingress. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.